Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 400 mg/dl. Prior to hospitalization, customer was not able to lower blood glucose for twelve hours. Customer had symptom of nausea, thirst, and tiredness. Customer was hospitalized due to hyperglycemia. Customer was hospitalized and was treated with manual injection. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that drive support cap was protruded. Customer reported that insulin pump was dropped on the carpet and in the hospital. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. No loose drive support disk noted during our visual inspection and testing. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.